Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on august 29, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during a pancreatic pseudocyst drainage performed on (B)(6), 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, there was some resistance when the axios stent was attempted to be deployed. The axios stent was fully deployed; however, the second flange of the axios stent became stuck, did not release from the scope, and the inner sheath detached. The axios stent and delivery system were removed from the patient with the scope. The patient experienced a duodenal perforation which was closed using an ovesco clip and the patient was admitted to hospital beyond standard care.

Event description:
It was reported to boston scientific corporation on august 29, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during a pancreatic pseudocyst drainage performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, there was some resistance when the axios stent was attempted to be deployed. The axios stent was fully deployed; however, the second flange of the axios stent became stuck, did not release from the scope, and the inner sheath detached. The axios stent and delivery system were removed from the patient with the scope. The patient experienced a duodenal perforation which was closed using an ovesco clip and the patient was admitted to hospital beyond standard care. Additional information received on october 03, 2022. It was reported that the perforation reported was the puncture site created by the axios stent as part of the placement procedure.

Manufacturer narrative:
Blocks b5 and h6 (patient codes), have been updated with the additional information received on october 03, 2022. Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a1502 captures the reportable event of stent difficult to position. An axios stent and delivery system were returned for analysis. The stent was received completely deployed. The delivery system was returned in position "4. Visual examination of the returned device found the inner sheath detached from the delivery system and the shrink tube of the inner sheath was accordioned in two sections. The outer sheath was kinked. No other problems were noted to the stent and delivery system. The reported event of inner sheath detached was confirmed; the inner sheath was found detached during visual inspection. However, the reported event of stent first flange difficult to position and entrapment of device or device component could not be confirmed, as these problems occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the reported events and observed failures were likely due to procedural factors encountered during the procedure. It may be that the characteristics of the lesion, how the device was handled, the technique used by the user and/or normal procedural difficulties encountered during the procedure, limited the performance of the device; therefore, contributing to stent first flange difficult to position and entrapment of the device. These problems could result to outer sheath kinked, inner sheath detached and the shrink tube of the inner sheath to accordion. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label.